Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device failed to deliver a "shock advised" message for what appeared to be a shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.